Manufacturer narrative:
(B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device did not work. Per service report, this complaint can be confirmed. During evaluation, it was found that the motor was corroded and the values of the keypad of the hand control were out of range. Further, the device failed in hipot test and there was a short circuit in the motor cable. The motor, motor cable and hand control set were replaced to resolve the identified failures. The device was modified, tested and found to be fully functional. Fluid ingress into the device and contact with the motor is responsible for the corroded motor. With the available information, we cannot determine the root cause of the other identified failures. The corroded motor and defective motor cable & hand control set would have caused the device not to function as intended by the customer. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2018 and passed all functional testing before being returned to the customer.

Event description:
It was reported by affiliate in (B)(6) that pre-operatively to an unknown procedure a fms tornado micro handpiece with buttons did not work anymore. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. There was no delay in the surgical procedure. It was not reported if a spare device was used to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.